Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further noted that there was high atrial impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture at maximum output. Upon opening the pocket, the leads were noted to have been "twiddled", as they were all twisted in the pocket, and the leads had pulled back. High thresholds were also noted, along with no r-wave sensing. The atrial lead was explanted and replaced, and the rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.